Event description:
It was reported that the surgeon began implanting the screw and saw that the ring became unraveled. The surgeon then backed out the screw and replaced it with a new screw.

Manufacturer narrative:
Additional supplemental needed because device was returned. Method: complaint history review; risk assessment results: the locking ring of the anchor c diam.3.5mm self drilling 12mm screw was confirmed by the sales representative to have peeled off during insertion by the surgeon. The screw was not returned, therefore the lot # is unknown and manufacturing records could not be reviewed. The anchor c surgical technique instructs the user not to excessively angle the screw driver while tightening the bone screw as it may lead to deformation of the bone screw or locking clip and also notes that use of the all in one guide is required for proper insertion. It was reported by the sales representative, that the surgeon did not appear to excessively pivot or angle the screw driver while drilling the screw. The following root causes of locking clip failures have been identified under a CAPA open to address the failure: freehand use during screw insertion, inserter loosening during surgery, inserting not fully threading, user unfamiliar with system, interaction between cage/screw/inserter, outer diameter of clip is too large and general use error. Conclusion: the root cause of the reported event cannot be determined and is likely multifactorial.

Event description:
It was reported that the surgeon began implanting the screw and saw that the ring became unraveled. The surgeon then backed out the screw and replaced it with a new screw.

Manufacturer narrative:
Method: complaint history review; risk assessment. Results: the locking ring of the anchor c diam.3.5mm self drilling 12mm screw was confirmed by the sales representative to have peeled off during insertion by the surgeon. The screw was not returned, therefore the lot # is unknown and manufacturing records could not be reviewed. The anchor c surgical technique instructs the user not to excessively angle the screw driver while tightening the bone screw as it may lead to deformation of the bone screw or locking clip and also notes that use of the all in one guide is required for proper insertion. It was reported by the sales representative, that the surgeon did not appear to excessively pivot or angle the screw driver while drilling the screw. The following root causes of locking clip failures have been identified under a CAPA open to address the failure: freehand use during screw insertion, inserter loosening during surgery, inserting not fully threading, user unfamiliar with system, interaction between cage/screw/inserter, outer diameter of clip is too large and general use error. Conclusion: the root cause of the reported event cannot be determined and is likely multifactorial.

Event description:
It was reported that the surgeon began implanting the screw and saw that the ring became unraveled. The surgeon then backed out the screw and replaced it with a new screw.